Event description:
Consumer reports accuracy problems associated with co-branded mm meter. Analysis of the reported reading using clarke error grid with a reference point 43 (competitive meter) vs. Bd reading of 148. Data point fell into the d zone of the grid., outside the acceptable range - potential malfunction.